Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 150-200 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery the customer's blood glucose (bg) level decreased and was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Due to the bg level customer experienced a seizure and was transported to the emergency room (ER) by emergency medical technicians and was treated with gel glucose. Customer was treated with intravenous fluids of saline and released from the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.